Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was an attempted implant. During the device change out procedure, this crt-d was programmed to electrocautery mode, then was programmed back to monitor+therapy for defibrillation threshold (dft) testing. Ventricular fibrillation (vf) was induced, but the device continued to pace in the atrium and right ventricle without sensing the vf. A stat shock was delivered. The device remained in doo mode; this appeared to cause the patient to go back into vf and an external shock was required. The field representative and physician checked all connections and all were correct. A second device was implanted successfully. No additional adverse patient effects were reported. It was noted the patient would stay in the hospital for one to two additional days.

Manufacturer narrative:
The attempted device was returned for laboratory analysis. The field representative reported after the procedure, he attempted to create noise by shaking the device, but no noise was produced and it appeared that the device was behaving as though still programmed in electrocautery mode. When the device was received, laboratory technicians reviewed the electrogram for the induction episode and confirmed all channels were pacing but no channels were sensing during the 43 second episode. It did appear that the device was stuck in electrocautery mode. Technicians then performed the steps in the order described by the field representative at the case, but were unable to duplicate the outcome. Brady pacing and defibrillation therapies were verified. The device performed normally through out all testing. The device was then evaluated by the software engineering group, but a review of device memory did not reveal any cause for the clinical observations.